Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock for supraventricular tachycardia (svt). Programming changes were recommended, but no changes or intervention was reported. The patient condition was unknown.

Event description:
New information indicates that programming changes were performed to resolve the issue.